Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: d4, g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was returned. Evaluation of the device found to have a touchscreen issue and not a console pump nor irrigation failure as stated by the customer. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be a need for the touchscreen to be calibrated. By the touchscreen being out of calibration, operation of the device would have been unsuccessful. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the device was found to have an issue with the device pump and would not work. The user was trying to irrigate, and no irrigation is coming out from the unit. There were no further details provided regarding the event. No user injury reported.